Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and tested on an in-house system, where it successfully passed the recognition and engagement tests, demonstrated smooth and intuitive movement with a full range of motion, and showed proper opening and closing of the grips multiple times. It also passed the grip test, and the bipolar energy cord was correctly recognized as an energy device when connected to an in-house generator. Additionally, the instrument passed the electrical continuity test. The reported complaint could not be reproduced or confirmed during the failure analysis, as the instrument was recognized by the test system and successfully passed all functional evaluations. Overall, the instrument was fully functional, and no product issue was identified.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument could not be removed from the system. The customer found that the jaw was misaligned and was required to remove the cannula with the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaw of the instrument was dislodged. The issue did not result in a fragment falling from the instrument and the port incision was not increased to remove the instrument.